Event description:
A nurse reported the light source was out before a vitrectomy procedure. There was no patient involvement. The unit was switched out to proceed with the surgery day.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).